Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse proactively replaced the mixer belt, wash pulley kit and rollers in the wash wheel and then verified mixer speed. The fse then proactively replaced peristaltic pump tubing and aspirate probes. The system was verified with system check a precision run and qc. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. The fse did not any hardware issue which would have contributed to the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating a non-reproducible troponin I (access accutni+3) result for one (1) patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The patient's first sample generated an access accutni+3 result that was within the assay's normal reference range. The second sample from the patient (designated as sample two (2)) was processed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and an elevated access accutni+3 result was generated. The result from sample two was questioned when a subsequent draw from the same patient (designated as sample three (3)), generated a negative access accutni+3 result. Sample 2 was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower result, within the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number unknown, and a lower result, within the assay's normal reference range, was obtained. The customer confirmed the elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result, as the patient underwent a cardiac catheterization procedure. System check and quality control (qc) parameters were recovering within assay and instrument specifications at the time of the event. A precision run attempted by the customer did not recover within assay specification at the time of the event. The patient's sample was collected in lithium heparin plasma tubes and was centrifuged for five (5) minutes at 5150 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.